Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "grade 4 capsular contracture".

Event description:
Healthcare professional reported right side "grade 4 capsular contracture". Health professional later reported "implanted deflated" and ¿device deflation caused by explant surgery" which is considered not device related. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation-use error: observed an opening assessed as surgical damage per rga. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "grade 4 capsular contracture". Health professional later reported "implanted deflated" and ¿device deflation caused by explant surgery" which is considered not device related. The device has been explanted and replaced.